Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a white screen issue on the display of his adc device, after it was dropped in water, and therefore was unable to test. Customer was not feeling well, experienced a loss of consciousness, and was seen by a doctor. A glucose result of 389 mg/dl was obtained and customer was treated with 30 units of insulin for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event